Manufacturer narrative:
Product will not be returned. Investigation is pending.

Event description:
In 2007, the representative reported that the surgeon was removing construct from l3-s1, assumed by the representative due to pain from the hardware. The surgeon did not re-instrument. The patient was fused. The construct was not broken. The surgeon had difficulty with removing the construct because the closure tops were stuck. After a 5-10 minute delay, the construct was removed. During the removal two drivers bent at the shaft and tips. There was no report of patient injury.